Manufacturer narrative:
H3, h6: the reported 4.5mm footprint ultra pk suture anchor assembly, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: excessive force placed on the anchor during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, when impacting and checking the positioning of a second row of anchors with a footprint ultra pk suture anchor, it was noticed that the anchor's side wings were broken and the anchor came out of the hole by itself. The procedure was completed with a delay of under 30 min and leaving the patient with only one anchor row and two bone holes left void. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during surgery, when impacting and checking the positioning of a second row of anchors with a footprint ultra pk suture anchor, it was noticed that the anchor's side wings were broken and the anchor came out of the hole by itself. The procedure was completed with a delay of under 30 min and leaving the patient with only one anchor row. Bone hole was left void in the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.